Event description:
The distributor in (B)(6) reported that the device was alarming "high peak" "circuit occlusion", "high rate", "high peep" and "safety valve open".

Manufacturer narrative:
(B)(4). The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The distributor in (B)(6) replaced the gas delivery engine (gde) with one they had in stock to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of may 13, 2015 the alleged faulty gas delivery engine (gde) has not been received.

Manufacturer narrative:
Failure analysis: avea gas delivery engine (gde) pn: 16650 sn: (B)(4) was received for investigation. The gas delivery engine (gde) was installed onto gas delivery engine (gde) test bed and powered on using default neo-natal settings and was immediately able to verify the reported issue of a circuit occlusion and extended high ppeak alarm. Issue was isolated to the expiratory pressure transducer pn: 68359 lot # r11h16-50 on tca pcba pn: 51000-40310 lot/sn: (B)(4). Findings/root-cause: defective transducer on the tca pcba. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.